Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Initially, the customer's wife called to inquire about upgrading. It was then stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer was not available to troubleshoot during the phone call. Nothing further was reported.